Event description:
Event description: a donor center reported to baxter fenwal "cqa" they had been contacted by the spouse of a recent donor, identifying that donor was having symptoms of a rash on the chest & arms and the feeling of a swollen tongue, the morning following plateletpheresis donation. The spouse went on to report the donor had been painting with a latex based paint in their daughter's room the weekend prior to the donation and had c/o itching at that time. The spouse was suspecting a possible latex allergy and wanted to know if there was anything latex that could have come in contact with the donor's blood during the donation. The center explained, after following up with fenwal "cqa" that an external tape, which is inside the centrifuge during donation, is the only component with any latex on the disposable kit. The donor center personnel do use latex gloves. Latex gloves were worn during this donor's procedure, and a waiting room at the center had been recently painted with latex paint.